Manufacturer narrative:
(B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; two in the 1st diag., one in the lad. An angiographic complication of dissection occurred during the index procedure, during treatment of the 1st diag.